Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ complaint code 1: observed / not observed / unable to observe. None of the other observations performed during the device analysis ([list of all other observation types performed in each analysis]) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "intracapsular rupture of right implant that appears with the silicone cover broken". This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported "intracapsular rupture of right implant that appears with the silicone cover broken". This record is for the right side. Device was explanted and replaced with a non-abbvie device. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.